Event description:
It was reported that the pt experienced vaginal contracture/stenosis, hardening of posterior vaginal wall just prior to thanksgiving following posterior vaginal repair in 2002. Pt has history of fibromyalgia and is receving kenolog (steroid) injections to correct the problem.